Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that one of the flanges for the tracheostomy tube had a split about half way through the plastic. This was noted during a change of soiled tape. No adverse health outcome resulted.

Manufacturer narrative:
The customer did not return the suspect tracheostomy tube; therefore, no testing could be performed, and the reported product issue could not be confirmed. A trend in torn eyelets for this product line has been identified and its root cause was determined to be related to the use of sharp edged tracheostomy tube holders (i.e. Holders with velcro or metal tabs). The instructions for use direct users to use the twill tape that is packaged with the tracheostomy tube. Due to a noticeable trend in related reports in which the customers are not using the twill tape, the manufacturer has updated the instructions for use to warn users that they should not use sharp edged tracheostomy tube holders with these products.